Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient had been experiencing elevated blood glucose of 200-300 mg/dl for the past three days. The reported stated that the patient was admitted to the hospital on (B)(6) 2012 for reflex neurovascular dystrophy and had been undergoing inpatient rehabilitation since (B)(6) 2012. The insulin pump was reviewed by animas customer support and determined to be operating properly and was programmed correctly for the patient. The reporter confirmed the insertion site looked fine with no bumps or bruising, no bleeding and no leaking at the site. The reporter stated that he is not implicating the insulin pump as a factor for the elevation of the patient's blood glucose during the hospitalization; however, the patient's physician stated that he wanted the pump replaced for this patient. The blood glucose excursion reported does meet animas' criteria for adverse event reporting. This complaint is being reported because the patient's health care provided requested that the pump be replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.